Event description:
It was reported that during a pulsed field ablation procedure, there was difficulty advancing the guidewire through the catheter. The catheter was removed for a post ablation map. When the catheter was being prepped again there was a kink in the shaft of the catheter and the array of the catheter was not deploying fully. The catheter was replaced which resolved the issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012582060 was returned and analyzed. Visual inspection showed that upon receipt, the catheter was found with a partially deployed array. A kink was observed on the guidewire lumen (gwl) approximately 1.1 inches from the tip. Additionally, the catheter array exhibited a kinked pebax tube near electrode #1. No guidewire was returned with the catheter. The capture device displayed a normal shape with no visible damage or unusual features. The steering function was found to be normal, with the distal catheter tip demonstrating approximately 170° of rotation in both directions. The slide control encountered initial resistance due to interference between the kinked gwl and the shaft, affecting the advancement. The catheter connected to the test catheter interface cable without resistance, and the connection was secure, with both latches fully engaging in the catheter connector. Data from the catheter identification chip confirmed that the catheter was programmed for clinical use. The lot and serial numbers matched those indicated on the handle. The catheter was reprogrammed before being connected to the pulse select generator via a catheter interface cable. Therapy deliveries were successful. A laboratory test guidewire was threaded through the catheter¿s guidewire lumen but encountered a blockage at the kink point in the gwl. X-ray imaging confirmed the deformation of the guidewire at approximately 1 inch from the tip, which caused the restriction in guide wire movement through the lumen. In conclusion, the reported shaft kink was not confirmed through analysis. The loop catheter failed the returned product inspection due to the guidewire lumen kink and kinked pebax tube, in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.